Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan (lfs) customer service on february 24, 2010 alleging that one touch ping meter had black marks on the display. The medical surveillance specialist contacted the patient on march 5, 2010 for additional information. The patient noticed the issue on (B) (6) 2010 around noon. The patient alleged that he attempted to test at noon and was unable to decipher whether the result contained an 8 or a 3; therefore, he administered 12 units novolog as a precaution. The patient reported decreasing his insulin dosages since he was unable to read his results due to the black marks. The patient alleged experiencing high blood glucose symptoms and showing ketones. He confirmed that the symptoms started following the reported issue. The patient tested on the reported meter at 2:30 pm and believed to have obtained a 430 mg/dl. The patient discontinued the use of the reported meter. At 6 pm, he obtained a result of 'hi' on his back up one touch ultramini meter. He administered 16.65 units of novolog. He retested at 10 pm and obtained 189 mg/dl. No medical attention was sought. According to the troubleshooting performed with customer service, there was no misuse of the product. Replacement products were sent to the patient. This complaint is being reported since the patient decreased his insulin due to the alleged issue and developed hyperglycemia.